Event description:
Report received of IV fluid leakage from a clave port. The customer reports that the pt was receiving an antibiotic infusion via the clave port. The infusion had completed and was disconnected from the clave port. After the disconnection, IV fluid was noted to be dripping out of the port, "it appeared like a large amount all together." The clave port did not appear to be in the "open" position. The customer states "the center was up like it normally is, but fluid was coming out from around it." The pt did not experience blood loss or bleed back. It was unknown if this was the first access of the clave port or not. The tubing set was changed and the IV site remained patent. There was no report of any adverse pt effect. Add'l pt info was requested, but no further info was available.